Event description:
It was reported that the patient had a procedure where the device was used and when patient returned to the doctor to have it removed it came apart. The doctor was unable to remove all of the material and had to schedule another procedure in which he debrided the patient's nasal cavity to remove all of remaining material.